Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on 16-feb-2017: quality safety evaluation of ptc. Company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted and experienced allergic reactions and extreme and excessive bleeding (seen as genital bleeding). These events are anticipated in the reference safety information for essure. Changes in bleeding pattern, including heavy, prolonged and unscheduled bleeding, may occur within consumers under essure use. Thus, based on a positive temporal relationship and lack of alternative explanation, causality between these events and suspect insert cannot be excluded. The essure insert consists of a nickel-titanium alloy. Allergic reactions to essure are more commonly related to nickel sensitivity. Thus, based on an implied positive temporal relationship and lack of alternative explanation, a causal relationship with essure cannot be excluded. This case was regarded as incident since intervention was required (hysterectomy already scheduled according to reporter). Other nonserious events were reported. A product quality defect could not be confirmed but is considered plausible. However, the reported medical events are not indicative of a quality deficit per se. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/chronic pelvic pain in female") and genital haemorrhage ("excessive bleeding") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) not conducted". The patient's past medical history included multigravida, parity 3, gravida, gonorrhea, chlamydia recurrent (cultures in were negative) in (B)(6) 2010, irregular menstrual cycle (has always been irregular.) And smoker (one pack per day smoker). The patient denies any vaginal bleeding, dysuria, hematuria, vaginal discharge or abdominal pain. Concurrent conditions included nausea, chills, vomiting, abdominal pain, black stools, colonoscopy, gastritis, epigastric pain, cerebral perfusion pressure decreased, anxiety, depression, low back pain, shooting pain (down both legs.), headache, photophobia (once pain begins.), dyspareunia, insomnia, nocturia, asthma, constipation chronic, migraine and abdominal cramps. Family history included hypertension, diabetes, coronary artery disease, breast cancer, cervical cancer, ovarian cancer and colon cancer. Concomitant products included leuprorelin acetate (lupron), medroxyprogesterone acetate (depo-provera) and paracetamol (acetaminophen). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe abnormal menstrual pain / dysmenorrhea (cramping)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2016, the patient experienced urinary tract infection ("urinary tract infection"). On an unknown date, the patient experienced hypersensitivity ("allergic reactions"), myalgia ("muscle pain"), alopecia ("thinning hair"), muscle spasms ("spasms throughout her body") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"). The patient was treated with surgery (hysterectomy procedure for implant removal was scheduled for a later date). Essure treatment was not changed. At the time of the report, the pelvic pain was resolving, the genital haemorrhage, hypersensitivity, myalgia, alopecia, muscle spasms, dysmenorrhoea, vaginal haemorrhage and menorrhagia outcome was unknown and the urinary tract infection had not resolved. The reporter considered alopecia, dysmenorrhoea, genital haemorrhage, hypersensitivity, menorrhagia, muscle spasms, myalgia, pelvic pain, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: physician recommended removing the implant via hysterectomy due to the injuries. 3 coils seen on each side after insertion of the essure. Diagnostic results: (B)(6) 2016, pelvic ultrasound,impression: small intramural uterine fibroid. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on 21-aug-2018: event "urinary tract infection" outcome updated to "not recovered / not resolved", concomitant drug added from pfs. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of hypersensitivity ("allergic reactions") and genital haemorrhage ("excessive bleeding") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) not conducted". The patient's past medical history included multigravida, parity 3, gravida, gonorrhea, chlamydia recurrent (cultures in were negative) in september 2010, irregular menstrual cycle (has always been irregular.) And smoker (one pack per day smoker). The patient denies any vaginal bleeding, dysuria, hematuria, vaginal discharge or abdominal pain. Concurrent conditions included nausea, chills, vomiting, abdominal pain, black stools, colonoscopy, gastritis, epigastric pain, cerebral perfusion pressure decreased, anxiety, depression, low back pain, shooting pain (down both legs.), headache, photophobia (once pain begins.), dyspareunia, insomnia, nocturia, asthma, constipation chronic, migraine and abdominal cramps. Family history included hypertension, diabetes, coronary artery disease, breast cancer, cervical cancer, ovarian cancer and colon cancer. Concomitant products included leuprorelin acetate (lupron) and medroxyprogesterone acetate (depo-provera). On (B)(6)2011, the patient had essure inserted.in february 2011, the patient experienced genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe abnormal menstrual pain / dysmenorrhea (cramping)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and pelvic pain ("pain/chronic pelvic pain in female"). On an unknown date, the patient experienced hypersensitivity (seriousness criteria medically significant and intervention required), myalgia ("muscle pain"), alopecia ("thinning hair"), muscle spasms ("spasms throughout her body"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),") and urinary tract infection ("urinary tract infection"). The patient was treated with surgery (hysterectomy procedure for implant removal was scheduled for a later date). Essure treatment was not changed. At the time of the report, the hypersensitivity, genital haemorrhage, myalgia, alopecia, muscle spasms, dysmenorrhoea, vaginal haemorrhage, menorrhagia and urinary tract infection outcome was unknown and the pelvic pain was resolving. The reporter considered alopecia, dysmenorrhoea, genital haemorrhage, hypersensitivity, menorrhagia, muscle spasms, myalgia, pelvic pain, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: physician recommended removing the implant via hysterectomy due to the injuries. 3 coils seen on each side after insertion of the essure diagnostic results: (B)(6)2016,pelvic ultrasound,impression: small intramural uterine fibroid. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on (B)(6)2018: pfs received- new events: urinary tract infection and essure confirmation test(s) not conducted were added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/chronic pelvic pain in female") and genital haemorrhage ("excessive bleeding") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) not conducted". The patient's medical history included multigravida, parity 3, gravida, gonorrhea, chlamydia recurrent (cultures in were negative) in (B)(6) 2010, irregular menstrual cycle (has always been irregular.), smoker (one pack per day smoker) and arthritis. The patient denies any vaginal bleeding, dysuria, hematuria, vaginal discharge or abdominal pain. Concurrent conditions included nausea, chills, vomiting, abdominal pain, black stools, colonoscopy, gastritis, epigastric pain, cerebral perfusion pressure decreased, anxiety, depression, low back pain, shooting pain (down both legs.), headache, photophobia (once pain begins.), dyspareunia, insomnia, nocturia, asthma, constipation chronic, migraine and abdominal cramps. Family history included hypertension, diabetes, coronary artery disease, breast cancer, cervical cancer, ovarian cancer and colon cancer. Concomitant products included leuprorelin acetate (lupron), medroxyprogesterone acetate (depo-provera) and paracetamol (acetaminophen). In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe abnormal menstrual pain / dysmenorrhea (cramping)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2016, the patient experienced urinary tract infection ("urinary tract infection"). On an unknown date, the patient experienced hypersensitivity ("allergic reactions"), myalgia ("muscle pain"), alopecia ("thinning hair"), muscle spasms ("spasms throughout her body"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), mood swings ("hormonal changes describe: mood swings"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("mental anguish"), rash ("rashes or skin conditions type: rashes"), pruritus ("itching"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse);"), fatigue ("fatigue"), groin pain ("groin pain"), pain in extremity ("leg pain") and back pain ("back pain") and was found to have weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the pelvic pain was resolving, the genital haemorrhage, hypersensitivity, myalgia, alopecia, muscle spasms, dysmenorrhoea, vaginal haemorrhage, menorrhagia, mood swings, depression, anxiety, rash, pruritus, migraine, headache, nausea, dyspareunia, fatigue, weight increased, groin pain, pain in extremity and back pain outcome was unknown and the urinary tract infection had not resolved. The reporter considered alopecia, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, groin pain, headache, hypersensitivity, menorrhagia, migraine, mood swings, muscle spasms, myalgia, nausea, pain in extremity, pelvic pain, pruritus, rash, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: physician recommended removing the implant via hysterectomy due to the injuries. 3 coils seen on each side after insertion of the essure diagnostic results: (B)(6)2016, pelvic ultrasound,impression: small intramural uterine fibroid. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on 28-nov-2018: pfs received: new events: essure confirmation test(s) not conducted, mood swings, problems condition: depression, mental anguish, rashes or skin conditions type: rashes, itching, migraines, headaches, nausea, dyspareunia (painful sexual intercourse), fatigue, weight gain, groin pain, leg pain, back pain and reporter were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of hypersensitivity ("allergic reactions") and genital haemorrhage ("excessive bleeding") in a adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 3, vaginal delivery, gonorrhea, chlamydia recurrent (cultures in were negative) in (B)(6) 2010, irregular menstrual cycle (has always been irregular.) And smoker (one pack per day smoker). The patient denies any vaginal bleeding, dysuria, hematuria, vaginal discharge or abdominal pain. Concurrent conditions included nausea, chills, vomiting, abdominal pain, black stools, colonoscopy, gastritis, epigastric pain, cerebral perfusion pressure decreased, anxiety, depression, back pain, shooting pain (down both legs.), headache, photophobia (once pain begins.), dyspareunia, insomnia, nocturia, asthma, constipation chronic, migraine and abdominal cramps. Family history included hypertension, diabetes, coronary artery disease, breast cancer, cervical cancer, ovarian cancer and colon cancer. Concomitant products included leuprorelin acetate (lupron) and medroxyprogesterone acetate (depo-provera). On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced hypersensitivity (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), myalgia ("muscle pain"), alopecia ("thinning hair"), muscle spasms ("spasms throughout her body"), dysmenorrhoea ("severe abnormal menstrual pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and pelvic pain ("pain/chronic pelvic pain in female"). The patient was treated with surgery (hysterectomy procedure for implant removal was scheduled for a later date). Essure treatment was not changed. At the time of the report, the hypersensitivity, genital haemorrhage, myalgia, alopecia, muscle spasms, dysmenorrhoea, vaginal haemorrhage and menorrhagia outcome was unknown and the pelvic pain was resolving. The reporter considered alopecia, dysmenorrhoea, genital haemorrhage, hypersensitivity, menorrhagia, muscle spasms, myalgia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: physician recommended removing the implant via hysterectomy due to the injuries. 3 coils seen on each side after insertion of the essure diagnostic results: (B)(6) 2016,pelvic ultrasound,impression: small intramural uterine fibroid. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on 26-feb-2018: plaintiff fact sheet and medically records, medically confirmed , new reporter, esurre indication permanent birth control by bilateral occlusion of the fallopian, relevant history, new event abnormal bleeding (vaginal, menorrhagia) and pain were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of hypersensitivity ("allergic reactions") and genital haemorrhage ("excessive bleeding") in a female patient who received essure for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient started essure. On an unknown date, the patient experienced hypersensitivity (seriousness criteria medically significant and clinically significant/intervention required), genital haemorrhage (seriousness criterion medically significant), myalgia ("muscle pain"), alopecia ("thinning hair"), muscle spasms ("spasms throughout her body") and dysmenorrhoea ("severe abnormal menstrual pain"). The patient was treated with surgery (hysterectomy procedure for implant removal was scheduled for a later date). Essure was withdrawn. At the time of the report, the hypersensitivity, genital haemorrhage, myalgia, alopecia, muscle spasms and dysmenorrhoea outcome was unknown. The reporter considered hypersensitivity, genital haemorrhage, myalgia, alopecia, muscle spasms and dysmenorrhoea to be related to essure. The reporter commented: physician recommended removing the implant via hysterectomy due to the injuries. Company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted and experienced allergic reactions and extreme and excessive bleeding (seen as genital bleeding). These events are anticipated in the reference safety information for essure. Changes in bleeding pattern, including heavy, prolonged and unscheduled bleeding, may occur within consumers under essure use. Thus, based on a positive temporal relationship and lack of alternative explanation, causality between these events and suspect insert cannot be excluded. The essure insert consists of a nickel-titanium alloy. Allergic reactions to essure are more commonly related to nickel sensitivity. Thus, based on an implied positive temporal relationship and lack of alternative explanation, a causal relationship with essure cannot be excluded. This case was regarded as incident since intervention was required (hysterectomy already scheduled according to reporter). Other nonserious events were reported. A product technical analysis is being sought. No active follow-up is allowed and further information is expected only through litigation process.